Manufacturer narrative:
Attempts to obtain additional information and device were unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that was explanted after an implant duration of one (1) year , six (6) months due to unknown reasons. Attempts to obtain additional information have been unsuccessful.